Event description:
Pump malfunction vs pump thrombosis. Pt underwent lvad placement on (B)(6) 2017 as destination therapy; developed hypotension; on pressor support. Elevated lactic acid; pt taken emergently to operating room for pump exchange.